Manufacturer narrative:
This report is submitted on january 25, 2021.

Event description:
Per the surgeon, the patient experienced an electrode migration. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.